Event description:
A malfunction was reported on the pump, identified by the caller with no notable events occurring prior. The malfunction did not adversely impact the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.